Manufacturer narrative:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. As confirmed by the getinge field service technician (fst) on 2025-06-18 the pump control board needs to be replaced. However the repair is funded by a third party and the contract has not been signed yet. Due to the age of the device and the components (over 14 years old) the most probable root cause was determined as aging of the pump control board. The review of the non-conformities has been performed on 2025-04-23 for the period of 2010-12-14 to 2025-04-23. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-14. N addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "error message safety-s" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if any new relevant information will be received the complaint will be reevaluated and if necessary reopened.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. A getinge technician will investigate the hl 20. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
It was reported that the error message "safety-s" was displayed on a hl20 pump. The event occurred during a routine check. No harm to any person has been reported. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. According to the hl20 service manual the error "safety-s" indicates that there is an issue with the safety system board or it's communication. (B)(6).